Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that the patient had trouble with telemetry since (B)(6) 2014. The patient had been frustrated with charging since then and stopped using the spinal cord stimulator (scs). The patient noted that it had been difficult to maintain a charge on the implantable neurostimulator (ins). The patient was complaining that the system was not doing anything for her and wanted it out. The reporter used antenna locator (al) and was able to get a normal charging screen with 8 coupling boxes following a power on reset (por) screen. It was noted that the doctor symbol accompanied the por. After enough charge was achieved, the por was cleared and the system was reprogrammed to provide effective coverage and therapy. An impedance check was done and one electrode was greater than 10,000 that was included in the patient¿s programming. Once the out of range electrode was deactivated, the stimulation was in the right area and providing effective therapy. The patient was provided adhesive disks to try for recharging and was very happy with the ease of charging and was doing much better. The patient was trained and was able to show a complete charge. The issue resolved and the patient was charging normally with normal use of the recharger.